Manufacturer narrative:
D4: lot #: updated to unknown (lot # h23h20228 as initially reported, was not recognized by the baxter system). H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a tiny hole in the supply line (white clamp) of the amia automated pd cycler set. This occurred during set up of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.